Manufacturer narrative:
The insulin pump had intermittent button/keypad due to moisture damage on keypad traces.

Event description:
The customer reported via phone call that the esc and act button were unresponsive. The customer also reported that they received an alert that was unable to be cleared. The customer's blood glucose was 172 mg/dl at the time of incident. The insulin pump was returned for analysis.